Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) and the left m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra sheath and guidewire. During the procedure, the physician placed the sheath in the patient, then advanced the velocity over the guidewire to the target vessel to perform the solumbra technique. Next, while retracting the velocity from the sheath, a ¿sudden failure¿ of the velocity was noted. Upon removal of the velocity, it was noticed that the velocity was broken at two locations. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 11/14/2022: 1. Section b. Box 5. Describe event or problem: evaluation of the returned velocity confirmed multiple fractures. Based on the reported event, this failure occurred during retraction. If the device is forcefully retracted against resistance, the device may fracture. The root cause of resistance could not be determined. Several of the observed fractures are likely incidental to the reported complaint and may have occurred during handling post-procedure and packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) and the left m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 72 reperfusion catheter (red72), a non-penumbra sheath, a stent retriver, and a guidewire. During the procedure, the physician placed the sheath in the patient, then advanced the velocity over the guidewire and through the red72 to the target vessel and completed one pass using the solumbra technique with the stent retriever. Next, while retracting the velocity from the red72 to perform an angiogram, a ¿sudden failure¿ of the velocity was noted. Upon removal of the velocity, it was noticed that the velocity was broken at two locations. The procedure was completed at this point. There was no report of an adverse effect to the patient.